Manufacturer narrative:
The customer's report of an accuracy issue was confirmed. The proximate cause of the customer report of an accuracy issue was determined to be due to a broken bezel assembly due to wear. The proximate cause of the rear case issue was reported to be due to customer damage. The proximate cause of the iui, and membrane frame component damage was reported to be due to wear.

Event description:
It was reported that the device failed accuracy testing with a high reading of volume and/or temperature and/or pressure.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.